Manufacturer narrative:
As evidenced by the evaluation of the returned device, the fep (fluorinated ethylene propylene) bond was maintained as designed between the two parts following manufacture. In addition, a small portion of the fep that was torn free of the tube remains inside the molded body.

Event description:
Physician experienced difficulty advancing the tube of the sheath into the targeted site and appeared to have bent the tube. At the end of the procedure, upon the sheath broke at the cap / sheath assembly when the physician tried to remove the device. The end that was in the targeted site was removed with a clamp. Following the removal, several x-ray images (fluoroscopy) was performed to verify that there were no pieces of material from the introducer sheath that had broken off and remained inside the targeted site.